Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the implant site. The site was surgically cleaned and the patient was provided treatment for the infection. Subsequently the device was explanted. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. There have been no reports of further complications.

Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.